Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half-height (hh) drawer 2.1 could not be recovered, and none of its pockets were showing up. The same results were observed in diagnostics. A field service engineer (fse) power-cycled the device, opened the back panel door, and reinstalled the drawer cable connections. After rebooting the station and running diagnostics, all pockets appeared on the drawer map and tested successfully. The user was able to access main drawer 2.1 and run inventory on the pockets for testing, with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported due to this event.